Event description:
It was reported that a 29-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant on both sides and experienced breast pain, and breast implant rupture on her left side postoperatively. The patient has consulted with the healthcare professional. As a result, the patient underwent removal only surgery on (B)(6) 2025. On november 18, 2025, mentor became aware that the patient also experienced undesirable cosmetic appearance of breasts. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right patient dissatisfaction due to undesirable cosmetic appearance of breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).